Event description:
It was reported that this right ventricular (rv) lead was dislodged and exhibited low intrinsic amplitude. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.